Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was no malfunction found from the device. A field service engineer successfully recovered and ran diagnostics on all the cub drawers but no issues were detected from the device. Further, instructed the customer to contact back if the issue occurs again. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system drawer had failed to close during a procedure. This incident resulted in a delay to patient care and there was no patient harm. There were no adverse events or injuries reported based on this event.